Event description:
A customer stated that there are entire numbers missing in the display. In review of the operations of the system there are issues with the 100's unit was well as the time and date missing. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.